Event description:
The patient presented to the ER after receiving multiple atp and shocks due to oversensing. Lead dislodgement was noted. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.